Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen for an orthodontic evaluation and provided a letter of recommendation. In the letter the dentist states the chief concerns for the patient is tmj dysfunction since using byte aligner system and overbite. The dentist found in the evaluation class ii malocclusion, maxilla is transversely narrow, mandible is retrognathic, bruxism and clenching noted, clicking/popping present involving right and left tmj, pain is present, 100% overbite, overjet is 2-3mm, maxillary and mandibular arch length is deficient 4-6mm, and mandibular midline is right of midsagittal 2mm. It is recommended that the patient cease treatment with byte, needs to start comprehensive orthodontic treatment with class ii elastics. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.